Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that there was a ventilator fail during a case. There was no injury to the patient.

Manufacturer narrative:
The motor assembly was returned to the manufacturer for an in-depth investigation and was assembled in a test stand. It was observed that rotation of the motor could not be started for numerous positions. Root cause was determined to be an abraded collect.

Event description:
Please refer to the initial-report.